Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced the ins turning on and off on its own. Additional information was received from the rep. A serial number of the ins was reported; however, the serial number was not valid. It was reported that the patient made notes of when they experienced the ins turning on and off on its own: (B)(6) 2018, four times in 24 hours on (B)(6) 2018. On 04-jul-2018, a data file was collected, and both electrode and therapy impedance was measured. On 04-jul-2018 another data file was collected and sent to the manufacturer's technical services. The cause of the ins turning on and off on its own was not clear. The patient had an appointment with the doctor scheduled for (B)(6) 2018 to find out if re-surgery was necessary. It was noted that the rep had talked with the nurse at the clinic that initially reported the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.